Event description:
It was reported that the device was unable to be interrogated. The device was found to be in backup vvi. The device was explanted.

Manufacturer narrative:
(B)(4). The reported inability to interrogate was confirmed in the laboratory. Upon receipt, the device was unable to be interrogated. The device was tested on the bench as well as using automated test equipment, and the inability to interrogate was unable to be reproduced. The cause of the reported inability to interrogate could not be determined.